Event description:
It was reported that the patient's post-op course was complicated by seizure, acute hypoxemic respiratory failure, yeast in bronchial lavage status post merrem (meropenem) / micafungin, and acute kidney injury requiring continuous renal replacement therapy (crrt) with renal recovery. The cause of the acute hypoxemic respiratory failure was unknown, and it occurred on (B)(6) 2023. It was stated that a device related/device implant issue did not cause or contribute to the respiratory failure. The aki occurred on 09dec2023 and was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation.. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, "introduction", lists potential adverse events which may be associated with the use of heartmate 3 lvas, including various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) and infection. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.